Event description:
Information received by medtronic indicated that the insulin pump had critical block and inverse critical block did not add to zero alarm. Customer stated that they cleared alarm and unable rewind the insulin pump and passed in self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.